Manufacturer narrative:
Review of the event log showed patient rack 4 was loaded on the echo at 1513 on (B)(6) 2015 and samples (B)(6) and (B)(6) were scanned by the instrument. Batch 15412 (group screen 2 samples) was scheduled at 1514 and completed at 1541 and the results were exported to the lis. Between 1541 and 1543 the echocomm program was shutdown and restarted several times through general options in the echo software. At 1552 sample (B)(6) was loaded on the echo in patient rack 3. Patient rack 3 was removed and patient rack 1 was loaded with 3 samples ((B)(6), (B)(6), and (B)(6)) and the barcodes were manually edited. Batch 15414 (group screen 3 samples) was scheduled at 1604 and completed at 1633. The results for sample (B)(6) and (B)(6) were both reported as a positive, antibody screen negative. The customer provided an example of the patient barcode in question. According to the customer the barcode symbology is code 39. The barcode was placed on a sample tube and loaded on the echo. The echo read the barcode as (B)(6). Review of the instrument log showed the sample ID read the same ID as the echo software, and no leading or trailing characters were present in the barcode which would have indicated a check digit.

Event description:
On (B)(6) 2015, a customer stated that the sample ID for one patient sample read as ID (B)(6) on galileo echo (B)(4) but should have read as ID (B)(6), when scanned on (B)(6) 2015.